Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) confirmed issues with the sample probe, sample syringe, and mix bars, which are part of customer daily maintenance, evidence suggests the failure was a hardware malfunction use error. Per au480 chemistry analyzer user¿s guide, b28624 revision aa, effective june 2014: chapter 8: maintenance: 8.3 daily maintenance: 8.3.1 inspect the syringe for leaks: if a syringe leaks, it causes possible failure to the syringe, probe, and analyte(s) being tested. 8.3.3 inspect, clean and prime the sample probe, reagent probe, and mix bars: prior to starting analysis, inspect the sample probe, reagent probes, and mix bars for damage or deterioration. Verify proper operation of each probe. The fse replaced the sample syringe, sample probe and damaged mix bars and flushed instrument to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low total bilirubin (tbil) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment.